Event description:
Additional information was received from the patient reporting that circumstances that led to the stimulation turning off on its own was a bad battery in the handheld controller (see related event). It was reported that a new battery was shipped and installed and the problem did not occur again. The issue was resolved. The patient weighed 200 pounds at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated whatever was happening with their external equipment was turning pt's stimulation off. Pt clarified they would think they had stimulation on, but they wouldn't feel stim and when they looked at the controller, the screen would say stimulation is off. Pt said they would turn stim back on using top white button, but then 30 mins later pt would check controller and it would say stimulation is off again. Pt said they started to notice that about a week ago. Pt mentioned they were in a little bit of pain, and confirmed it was because they could not use stimulation due to stimulation turning off on its own, and the pain was pain the stimulation helped with when on. The patient was redirected to their healthcare provider to further address the issue.